Event description:
Additional information received reports that patient underwent surgical intervention on (B)(6) 2022 in which the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient¿s ipg lost communication with external device due to reaching end of life. Surgical intervention may be undertaken to address the issue.